Manufacturer narrative:
Product analysis: no ancillary devices were returned with the device. Heating element/coil condition: damage was noted along the heating coil/element. Microscopic examination revealed peeling/ burning of the fep layer of the heating element/coil. No coagulants or biologics were observed. Examination also revealed the heating element/coil of the device was exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. A kink was also observed along the heating coil due to the peeling of the fep layer. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight. No anomalies were observed along the catheter shaft. The customer experience of a melted coil could be confirmed. Microscopic examination revealed peeling/ burning of the fep layer of the heating element/coil. No coagulants or biologics were observed. Examination also revealed the heating element/coil of the device was exposed. A kink was also observed along the heating coil due to the peeling of the fep layer. Image analysis: one still image was provided for analysis. In the image provided the tip of the closurefast catheter can be seen. The tip of the catheter appears to be kinked, burning/melting appears to be present on the coil. From the image provided the reported event can be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a procedure involving the closurefast 7f 100cm catheter, the catheter was found to be melted. The procedure was completed using  catheter, it was found to be melted and there were no other issues during the procedure. Proper temperature was reached and s IFU (instruction for use) was followed during preparation, procedure, post-procedure. No harm was caused to the patient as a result of this. There was no patient involved.